Manufacturer narrative:
(B)(6). The device was manufactured from may 04, 2019 - may 05, 2019. The actual sample was received for evaluation. A visual with magnified inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of particulate matter was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in a eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.